Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced inadequate pain relief. The pump is scheduled to be explanted on (B)(6) 2018.

Manufacturer narrative:
Internal complaint number: (B)(4). Pump evaluation confirmed the pump did not prime or flow due to improper storage of the pump.